Event description:
It was reported the patient's heart rate "goes up too fast". Upon follow up with the physician's office, it was disclosed the threshold was programmed to high and the activities of daily living rate was change to 105. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.